Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not active the device) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is a missing front response button. The root cause for the missing response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons would not activate the device. The patient was issued a replacement monitor